Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for arachnoiditis. The patient was having an MRI but it was unknown if it was due to a problem with the device or therapy. The patient is septic in their back. The caller does not believe that it is related to their device but they are not sure. Additional information was received from a nurse on (B)(6) 2018 who stated that the patient is in the intensive care unit (ICU) but they did not know who ordered an MRI nor did they see an MRI taken. It was not known if it was related to the device. No further complications were reported/are anticipated.